Event description:
It was reported that during a device upgrade procedure, the physician pulled the right atrial (ra) lead out to reposition and inadvertently stretched out the helix. The ra lead was explanted and an existing lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pullin g/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.